Event description:
I had an xlift procedure, using a corent system in 2006, and I was in the hosp, and I was complaining about severe pain down my legs ect., right after the surgery was performed. This one event led to re-admittance into the hosp not one week later, which led to more surgeries to help me. I ended up with seven surgeries since 2006, because I was informed that the device either slipped or moved out, and it snapped my vertebrae and moved toward the aortic area. I have since been physically permanently disabled and have had to be fused from the top thoracic through my pelvis in the front and the back and I am left with permanent chronic pain in the thoracic area from back to front, down my leg and cannot walk or stand or sit for more than 10-15 mins of which I am still in pain. They have even placed a spinal stimulant in me as a last ditch effort which only has alleviated about 10% of the pain down my legs and buttocks area. Before the surgery in 2006, I was working full-time and walking, and now I am being told there is nothing more the surgeons can do for me. I am now wearing a full body brace everyday for support as well. Would appreciate speaking to someone asap. I am now fused from thoracic to pelvis. I am not sure of what type of implementation was used. Dates of use: 2006 - 2007. Diagnosis or reason for use: slipped disk at l2-l3.